Event description:
It was reported that a isolation transformer used in conjunction with a vmax respiratory diagnostic device experienced an electrical shortage. There was no pt or clinician involved in the alleged incident, therefore, no reported injury.

Manufacturer narrative:
It was reported that the vmax 22d lite, a pulmonary function analyzer instrument, experienced a malfunction relative to an isolation transformer, which is an auxiliary component to the vmax system. It was reported that the unit did not power up during the initial turning on the machine on 11/09/04. The office mgr at dr.'s office, checked to see if the device was plugged in the isolation transformer. He noticed that the power cord was burnt (charred). He immediately made a call into sensormedics technical support. An onsite service cal was performed 12/03/04, in which a replaced isolation transformer was installed. The device involved with the intial event is being returned to sensormedics corp. For qa failure analysis. This is a preliminary report.